Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure there was balloon damage. The 70% stenosed lesion was located in a mildly tortuous and slightly mild calcified lesion. Location of lesion is unknown. First a 3.0mm x 15mm was inflated for ten seconds at fourteen atmospheres and removed. A 3.0 x 22mm non bsc stent was deployed at twelve atmospheres for fifteen seconds, then the balloon was removed. A 3.0mm x 15mm nc quantum apex balloon was inflated for fifteen seconds at sixteen atmospheres and then the balloon was removed. A 3.5mm x 12mm non bsc balloon was inserted and unable to cross the lesion. The balloon was removed. Then a 3.0mm x 15mm nc quantum apex balloon was placed and inflated to twenty two atmospheres for sixteen seconds and the balloon was removed. This balloon once removed looked as though it grew in length longitudinally from 15mm to 24mm. This was measured with the fluoro system. The device was removed intact. The procedure was completed with this device. No other patient's complications were reported and the patient's status is fine.